Event description:
The facility's biomedical technican reported an infusion pump with a failure code 32 found during biomedical testing. The hospital representative stated they have no record of any patient involving the pump since the last baxter service event. No additionl contact information was provided.